Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for evaluation. As a result, the reported event cannot be confirmed. The device is expected to return for evaluation. Once the evaluation is complete a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the physician delivered the marksman micro catheter to the target area and removed the guidewire, they attempted to flush the flow diversion device by using the backflow of the marksman flush line; however, solution was leaking from the middle of the marksman micro catheter where the section tapers. The marksman was replaced with new micro catheter to continue the procedure. The patient was receiving the flow diversion device to treat an unruptured saccular cerebral aneurysm near the left ophthalmic and posterior communicating artery. The devices were prepared as directed per the IFU. The patient had medium level vessel tortuosity and the aneurysm had been previously coiled. Continuous heparinized flush was used per IFU during the procedure. The maximum diameter of the aneurysm was 18 mm and the neck width was 9 mm. The proximal and distal landing zone was approximately 5 mm. There was no observable kink or damage to the catheter. There was no adverse issue reported from the customer and a new micro catheter was used with the same flow diversion device to complete the procedure.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the marksman catheter was returned for analysis and the clinical observation was confirmed. The guidewire used was not received; therefore, any contributing factors from the guidewire could not be assessed. No damages were found on the catheter tip and marker band. No flash or voids molded were observed within the catheter hub. The catheter was flushed with water and a leak was found at 21.0cm from the proximal end of the catheter hub; the marksman catheter was observed to be torn at the site of the leak. In addition, the returned marksman catheter was observed to be damaged (bent). No other anomalies were observed. It is possible that use with the guidewire and the guiding catheter may have contributed to the damage and subsequent leak found on the returned marksman catheter. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿gently remove the catheter from packaging hoop and inspect to verify that it is undamaged. Never advance an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿